Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) level of 530 mg/dl; cause not known. A manual injection was administered to address bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended; however, the customer declined to remove the infusion site for observation. Recommendation was made to consult with healthcare provider regarding diabetes management. Upon follow up, bg was 458 mg/dl.